Event description:
Spontaneous call from pt who stated her pump is displaying an error message (sn (B)(4)). Cadd pump shows "error 1320." Replacement pump scheduled. Back up pump is working with no issues. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We did replace the device. Dose or amount: 80.5 ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2016 to present. Diagnosis or reason for use: pah.